Manufacturer narrative:
Age of time at the event: 18 years older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at a nominal pressure due to calcification. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was on the first inflation at 6 atmospheres for 30 seconds when the balloon ruptured. The device was completely removed from the patient's body.